Event description:
Threaded wire tip broke off into the patient¿s right foot as it was being drilled into bone. Md (medical doctor) was made aware of the incident as the scrub nurse noticed the tip was missing. Tip was discovered in the patient¿s right foot. Threaded wire tip came from the lapiplasty mini- incision system kit supplied by the vendor. (Ref # sk30, lot# 40594).